Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. Water damage was observed on the device's sensor board and flow sensor assembly. The device's sensor board and flow sensor assembly were replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator's pressure was fluctuating. There was no harm or injury reported.